Event description:
It was reported that there was a malfunction on the tandem pump. There was no adverse impact to the customer¿s blood glucose level, as it remained below 500 mg/dl (27.7 mmol/l). The customer was instructed to use multiple daily injections as backup therapy, and tandem technical support arranged for a replacement pump. The customer was also guided on returning the faulty pump within 10 days using a pre-paid label.